Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reax0862 showed no other similar product complaint(s) from this lot number.

Event description:
On 3/14/2017- per sales representative, the facility reported that the rn placed the statlock from the PICC kit onto the patient using the skin prep. It was stated that the statlock was placed for 5 minutes and was securely "stuck" to the patient while trying to remove it. The rn said that with use of alcohol it would not release and the patient was in pain during removal.